Manufacturer narrative:
The guide sheath was returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip was missing. The guide sheath was deformed to an ellipsoidal shape. From the mark in the sheath, there was no abnormality on the fixed position of the tip. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanisms: the user repeatedly operated the guiding device while the distal end of the guiding device was bent. The joint of the guiding device was caught in the radiopaque tip of the guide sheath. The user pushed and pulled the guiding device or pulled the subject device. The radiopaque tip moved and eventually detached from the guide sheath and fell inside the patient. The above device handling has warned in the instruction manual as follows: do not withdraw the guiding device from the endoscope while the distal end of the guiding device is bent. Doing so could damage the endoscope and/or instrument. *if excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the instrument and/or endoscope.

Event description:
During an endobronchial ultrasonography with a guide sheath, the cytology brush in the guide sheath kit was used. It was reported that the distal tip of the cytology brush fell inside the patient. The user cancelled the intended procedure, implemented the surgical operation to retrieve the tip. The hospitalization was prolonged. It was reported that the patient was recovered. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the radiopaque tip of the guide sheath in the guide sheath kit was missing. It was possibility that the radiopaque tip of the guide sheath fell inside the patient.